Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 167 cm., body mass index (bmi) 21.5 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted myomectomy procedure. On the day of the procedure, a post-operative hematoma on the uterus was reported which was detected through sonography during the final examination, prior to discharge. The patient was "largely asymptomatic"; treatment consisted of antibiotic therapy, unacid, which was administered three times daily. The index procedure was completed without any intra-operative complications and without any da vinci device malfunctions. The patient was discharged two days after the surgical procedure. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade I, probably related to the study procedure, but not related to the patient's underlying disease status, not related to the da vinci investigational device and not related to a third-party device. None of the patient's prior health conditions or medications may be relevant to this incident.